Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(4) 2010 - the product and lot codes have been identified. The reason for the reported revision remains unknown. Doi: (B)(6) 2006. Update (B)(4) 2011 - the medical records were received. Revision operative report indicates that beneath the tensor and gluteal fascia was a fluid collection and a sinus into the joint which was lined with metallic debris. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(6) 2010 - the product and lot codes have been identified. The reason for the reported revision remains unknown. Doi: (B)(6) 2006. Update (B)(4) 2011 - the medical records were received. Revision operative report indicates that beneath the tensor and gluteal fascia was a fluid collection and a sinus into the joint which was lined with metallic debris. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time. Update: (B)(6) 2011 - the medical records were received. Revision operative report indicates that beneath the tensor and gluteal fascia was a fluid collection and a sinus into the joint which was lined with metallic debris.